Manufacturer narrative:
The coaguchek xs pst care kit meter serial number is (B)(6). The test strips were requested for investigation, but have not been received. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. Section e3 - occupation: patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs pst care kit. At 2:41 pm, the meter result was 2.0 inr. At 2:46 pm, the meter result was 2.9 inr. The patient's therapeutic range is 2.0 to 3.1 inr.